Manufacturer narrative:
According to information provided by fse as the device has been out of production there is no signed/valid mr-agreement for the reported device. However, it was confirmed that the safety line and distance signal has been present at the correct distance from the MRI scanner and device was normally locked or moved to the marked area for use.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. Main fuses were broken due to impact with MRI, and were replaced to resolve the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Except main fuses, no external or internal damage was found on the ventilator. According to information provided by fse as the device has been out of production there is no signed/valid mr-agreement for the reported device. Moreover, there was no possibility to prove that the safety line has been marked at the correct distance from the MRI scanner, however device was normally locked or moved to the marked area for use. During the move, due to disposable patient tubes not suitable for MRI, which were incorrectly installed by the user, the device was attracted to the MRI equipment from the patient side, causing the trolley to accidentally bump into the MRI equipment. There is a risk of patient injury when the ventilator is attracted to the mr scanner. In this case patient was not connected to the device during the incident. Our conclusion is that the incident was most likely caused by the user not following the requirements for use of the ventilator in mr environment.

Event description:
It was reported that the ventilator did not start after accidental impact with the MRI machine. There was no patient harm. Manufacturer's ref #: (B)(4).